Event description:
Customer reported when the alarm is set to the voice and tone mode a crackling sound is heard when the alarm sounds. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation codes: results - evaluation of the returned unit confirmed the reported issue. The unit's voice message plays with a static sound when weight is removed from the sensor pad. The units's tone plays properly. The unit continuously sends signal to activate the red led at the nurse call test fixture when weight is applied to the sensor pad. However, when the nurse call able is wiggled, the red led at the nurse call test fixture toggles on and off. All the pins inside the sensor receptacle are corroded. (B)(4).